Event description:
Patient reported right side "breast swollen", "pain", and "hard". Patient additionally reported capsular contracture, baker grade unknown. Healthcare professional reported late onset seroma and "patient worried about alcl." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right breast is swollen, starting swelling and is painful and hard. Patient advised a physician has referred them for a scan, where they were advised they had a capsular contracture. The patient also advised they have no had any further tests. The device has been removed.